Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during pt training, while demonstrating how to power up when switching to the backup system controller when backup mode occurs, when the pt was placed on battery power the system alarmed as expected; however, the alarm could not be silenced. The alarm was a continuous but "unsteady" tone. The pt was then connected to the power module with the backup system controller and the display module alarmed "not connected", instead of "low flow/pump off" and the continuous, unsteady tone could not be silenced. The battery cell and the pins in the connector were checked and no issues were noted. The hosp staff tried to connect the pt to the power module again and no visual or audio alarms occurred. The pt's backup system controller was replaced and alarmed and connected properly. Add'l info was later received that a mock percutaneous lead was connected to the bulkhead connector of the controller during training. The pt remains ongoing.

Manufacturer narrative:
The device was returned to the MFR for eval. During the eval, the system controller would not power on when connected to either a power module or batteries. When a test pump was connected and power was applied, there was no reaction from the system controller and the pump did not start. Further eval revealed damage to the internal drive circuitry on the printed circuit board of the system controller, and several fuses were damaged. The analysis results are consistent with the add'l info received which stated a mock percutaneous lead was connected to the bulkhead connector of the controller during training. A review of the device history records revealed the device met all applicable specs upon product release. No further info is available. The MFR is closing its file on this event.